Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose level of 350 mg/dl. Catheter was replaced but blood glucose remains high. Customer notice that catheter was not as sharp and clear than usual. The product was not replaced or returned for analysis.